Event description:
The customer reported that she accidently jumped in the pool while wearing the insulin pump, and the device was not functioning any longer. The customer stated that the insulin pump was beeping, but there was nothing on display. The battery was changed and the blank display continued. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic assembly.